Event description:
It was reported that the 9600 sys had an iris pot error code displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The right monitor was adjusted. The backplane and control panel were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.